Event description:
When preparing to inject insulin into the patient((B)(6)), it was found that the needle could not expel the liquid, so a new needle was replaced. On (B)(6), the customer service called the contact person and found that the needle was clogged when exhausting, and there was no needle bending. The packaging box has been discarded, and the product number and batch number are unknown. There are no samples or photos, so no investigation response is required. Sample availability? No. Sample availability details: no sample available.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.